Event description:
It was reported that a malfunction occurred in the pump, identified by the caller as malfunction 199. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump and was advised to continue using it. Technical support instructed the customer to call back if any malfunction code recurs, and the caller acknowledged and understood the instructions.